Manufacturer narrative:
Product analysis of ped-500-18, lot#b335285 ¿ damage location details: upon visual examination, no bent or kink were found with pusher. However, the pushwire was found to be broken at the distal hypotube and separated in two segments. The remaining segment was stuck within marksman hub. The hypotube was found to be stretched. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal, and proximal ends of the pipeline flex braid appeared fully opened and moderately frayed. The catheter tip, marker and body were examined; and no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The remaining broken segment of pushwire could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline flex pusher and braid from the catheter hub and lumen. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. The pipeline flex with pushwire was found to be damaged. It is possible high force used during the delivery. Additionally, the pushwire was found to be separated at the hypotube. Per the sem result, the broken end failed via ductile overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured cavernous sinus segment aneurysm with a max diameter of 4mm and a 3mm neck diameter. The landing zone was 4mm at the distal end and 4.8mm at the proximal end. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with 8mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. No patient symptoms or further complications were reported as a result of this event. It was reported that the surgeon performed dense mesh stent implantation. The ped-500-18 was delivered after the marksman catheter was in place. During the deploying process, it was found that the tip of the stent could not be opened. After a series of operations such as waiting, pulling back as a whole, and trying to deploy in the thick blood vessel, the tip of the stent still couldn't be opened. So the whole system was removed. Replaced them with a new ped stent and marksman catheter, the stent was deployed smoothly, and the operation was over. Complained about the ped-500-18 and marksman catheter removed. The distal section of the pipeline failed to open. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional devices used or steps taken. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.